Manufacturer narrative:
(B)(4). Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits gouging indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow up with the complainant has been conducted for the lot number, and the information is not available.

Event description:
The reported device broke while the surgeon was impacting a tibial tray with it. It was reported that no broken piece was left in the patient's body. There was no surgical delay or harm to the patient.

Manufacturer narrative:
The investigation has been reopened due to receiving part the product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not reported. The investigation could not draw any conclusions about the reported breakages based on the lack of the device to examine and insufficient product information. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.